Manufacturer narrative:
The console (aic) was not returned for evaluation. Firmed the reported failure. There was a battery failure alarm and a battery 1 communication failure alarm due to low pack voltage. The failure mode will be monitored and trended. The data from the complaint date showed a cell voltage decline in only one of battery 1¿s cells which occurred as the battery failure alarm triggered. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited battery failure. No further information is available. No report of patient involvement, injury, or harm.